Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; cause was not provided. Blood glucose not provided. Tandem technical support made multiple attempts to follow up with the customer, however, no response was received.